Event description:
The information received from the healthcare provider reports the cause of the patient infection was not determine. It was reported that the uti(urinary tract) was not related to the device and/or therapy.

Manufacturer narrative:
Updated.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889-28, lot# v794131, implanted: (B)(6) 2012, product type: lead. (B)(4).

Event description:
The patient reports infection and swelling at ins (stimulator) site diagnosed at urgent care on (B)(6) 2015. Patient reports uti (urinary tract infection) diagnosed (B)(6) 2015 at urgent care. The infection was confirmed. Symptoms reported were swelling and inflammation at the ins site. This was consider a sudden change in therapy/symptoms. Oral antibiotics were given to resolve infection. She does not think oral antibiotics were working. The indications for use for this patient was gastrointestinal/pelvic floor.